Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated intractable spasticity and cerebral palsy. The pump contained an unknown brand of baclofen [2,000 mcg/ml] at a dose of 880.2 mcg/day. It was reported a motor stall was seen at initial interrogation. The patient had not recently had an MRI at the time of report. The patient had an MRI a few months ago on (B)(6) 2017, and the hcp confirmed the stall correlated to the MRI. It had not been less than 2 hours since the patient exited the MRI field. The hcp stated the logs showed a motor stall on (B)(6) 2017 and stopped pump may exceed tube set (B)(6) 2017. Interrogation/troubleshooting resulted in recovery. The hcp read the logs and stated they were now seeing a recovery that day. The hcp questioned whether the pump was stalled that entire time. The hcp stated there was the usual volume discrepancy of about 2 ml. The hcp stated that was what they usually see with that pump. The hcp stated they expected 6.7 ml, but pulled out 9 ml. During the troubleshooting, the hcp stated the patient was seen for withdrawals on (B)(6) 2017. The change in therapy/symptoms was considered sudden. The hcp stated the mother reported the patient was having withdrawals, but a ¿side port study¿ was done and found the system to be fine. The withdrawal happened prior to the MRI, but after the previous refill on (B)(6) 2017. The hcp stated the patient was very complex, and they were not worried about the withdrawal at that time. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from business partner on 29-jun-2017 indicating the patient was receiving gablofen in their intrathecal baclofen pump and not baclofen. No further information was provided.